Manufacturer narrative:
The device will not be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID. (B)(4).

Event description:
It was reported: the scope had no image right out of box. It was confirmed that there was no patient injury and the surgeon was able to complete the procedure. No negative impact in state of health reported.

Manufacturer narrative:
Conclusion summary: investigational activities suggest multiple root causes could potentially be related to image quality issues. In an effort to further investigate the potential root causes, we have initiated CAPA-25-0042. We will continue to track and trend image quality issues. This event is filed under internal complaint ID_(B)(4).